Event description:
On (B)(6) 2012, a (B)(6) male pt underwent thoracic spine fusion surgery with synex cage, two units of dbx putty, human allografts, screws, rods, nuts and collars. The pt developed a fever and was treated with vancomycin and cefepime. On (B)(6) 2012, the pt was re-admitted to the hospital. On (B)(6) 2012, the dbx units were explanted and cultures were taken. Wound cultures of the posterior cage had no growth after 1 week. Polymorphonuclear cells and mononuclear cells were seen on the gram smears. On (B)(6) 2012, a bacterial pcr culture of the l2 vertebral body identified corynebacterium species. Fluid cultures of the l2 vertebral body grew gram positive rods. Polymorphonuclear cells were seen on the gram smear.